Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) unit had abnormal sound. There is no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had abnormal sound. There is no personal injury.

Manufacturer narrative:
Updated fields: e1(site country, event site state: (B)(6), event site postal code: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) noise related malfunction. Getinge field service engineer (fse) found that the operating noise of the driving valve group is too high, so it cannot be used normally. The safety plate has a slight air leakage, and there will be loop leakage = air during use. It needs to be replaced with spare parts before it can be used normally. Replace safety disk (0997-00-0985-15),drive manifold(0104-00-0018). After the replacement, the test function is normal and can be used normally .there was no patient available.

Event description:
N/a.